Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Device images were provided by the site, and the following was observed: the sheath shaft is twisted, and the liner appears partially delaminated (unable to confirm circumferential delaminated). The esheath shaft is kinked. The reported event for inability to advance through sheath was confirmed based on evaluation of the provided imagery. A review of the device history report and lot history report was done, the review did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. Furthermore, no abnormalities were reported during device unpacking or preparation. In this case, it was reported that the patient had potentially calcified and narrow vessels. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Undersized vessels (e.g. Due to anatomical variation, scar tissue or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. However, due to unavailability of 3mensio report or CT scan, the access vessel characteristics could not be confirmed, and a definite root cause is unable to be determined at this time. The reported event for liner delamination was unable to be confirmed. However, available information suggests procedural factors (device manipulation) likely contributed to the event. Non-coaxial alignment between the devices can lead to delivery system catching onto the sheath liner, especially if patient factors (such as calcification and/or undersized diameters) are present. The operator may apply additional device manipulation to overcome any difficulty, which can lead to delamination of the liner as the delivery system is pushed or pulled through the sheath. Through extensive complaint investigations, events reporting, or showing evidence of, sheath liner delamination manifested during withdrawal of the delivery system has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to withdrawal of altered balloon profile, non-coaxial alignment, patient factors, and/or excessive manipulation. In addition, c-marker band separation can occur as a result of device manipulation used to overcome the withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards affiliate, during a left subclavian tavr procedure with a 26mm sapien 3 transcatheter heart valve, the patient was in unstable condition and on ECMO support at the time of the procedure. The decision to proceed with tavr was made following a bypass surgery during which a calcified aortic valve was identified. A balloon aortic valvuloplasty was performed, but the patients ejection fraction remained at 10 percent, prompting the team to continue with valve implantation while the patient remained on ECMO. During the procedure, difficulty was encountered while advancing the valve through the esheath+. The valve became stuck in the blue portion and failed to exit the esheath+. Excessive force was applied in an attempt to advance the valve, which resulted in damage to the esheath+, including twisting, liner delamination, and distal tip damage. The delivery system and valve were withdrawn as a unit within the esheath+, and a new set of devices was used to complete the procedure. The team noted similar difficulty with the second esheath+ and delivery system, but was able to successfully navigate past the blockage. A tear in the vessel occurred while tracking through the vasculature caused by the sharp edge of the first esheath+, resulting in a dissection of the left subclavian artery. The complication was addressed by a vascular surgeon following valve implantation. The patient remained in stable condition following the procedure. The perceived root cause of the event was the use of excessive force to advance the valve through a potentially narrow and calcified vessel. The absence of a CT scan due to the patients ECMO status limited preprocedural assessment.